Manufacturer narrative:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The site reported that a light adjustable lens (lal sn (B)(6) +21.5d) was explanted on (B)(6) 2023 and was replaced with an mx60e iol. Manufacturer reference (B)(4).

Event description:
The site reported that a light adjustable lens (lal sn (B)(6), +21.5d) was explanted on (B)(6) 2023. Rxsight's first awareness of this event was on (B)(6) 2023.